Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg, device, implanted: (B)(6) 2011; 407458, lead, implanted: (B)(6) 2008; 429688, lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that, during the device interrogation prior to a routine device changeout procedure, a high threshold reading had been measured by the device a few days prior. The lead remains in use. No patient complications have been reported as a result of this event.